Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that a detached sensor wire that occured on (B)(6) 2016. The sensor insertion was at the abdomen on 01/03/2016. Patient believes sensor wire was left in skin at removal. No additional event or patient information is available.